Manufacturer narrative:
(B)(4) date sent: 9/19/2024 d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? The device was locked with tissue, it was removed together with all included tissue after using a second device more distal. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? First and second steps were tried. Did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an ec45a could no longer be opened after being fired. Despite pressing the reverse button and the release lever to retract the knife. The user could not get the stapler open. A 2nd ec45a was opened to complete the resection. This worked normally. No patient harm nor significant delay reported.